Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently sat on the pump, the touchscreen cracked and became unresponsive. The customer¿s blood glucose was 170 mg/dl. The customer reverted to manual injections for insulin therapy.